Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device did not sound an audible alarm tone during an alarm condition. The device was returned to the biomedical dept for an unspecified reason. There were no reports of any adverse pt events while the device was in clinical use. During testing at the user facility, the device did not sound an audible alarm tone during an alarm condition. No additional info was provided.